Manufacturer narrative:
The lithotomy leg holder was returned and evaluated by steris, and it was determined that the reported event is attributed to the support assembly rod not being fully seated. As the support assembly rod was not fully seated, this allowed for the pin which locks the support assembly rod in place to miss the support assembly rod and slip out of the boss (connection point). The technician replaced the leg holder, tested the unit, confirmed it was operating according to specification and returned it to service. No additional issues have been reported.

Manufacturer narrative:
The user facility was provided with a replacement lithotomy leg holder. The lithotomy leg holder is being sent back to steris for further evaluation. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their lithotomy leg holder moved downward during a patient procedure. The lithotomy leg holder was replaced by or staff resulting in a procedure delay. The procedure was completed successfully. No report of injury.